Manufacturer narrative:
MFR received date: 24oct2019. Failure investigation was completed. The speaker assembly was received for evaluation. Visual inspection of the speaker assembly revealed no anomalies. The returned speaker assembly was installed into a test ventilator in an attempt to duplicate the reported issue. Further investigation revealed that the speaker designated speaker 1 failed due to the open voice coil. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 25sep2019. Date of report: 26sep2019. The field service engineer (fse) replaced the speakers to address the reported issue. After this repair, periodic maintenance was completed and no other abnormalities were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR : 21aug2019, date of report : 27aug2019. The device evaluation summary was received. Patient information was not disclosed. The manufacturer's field service engineer (fse) performed troubleshooting. The reported issue was not duplicated. However, the fse observed an error code in the unit's logs relating to a primary alarm failure. The fse advised speaker replacement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12aug2019.

Event description:
The customer reported that an alarm speaker abnormality sounded. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.